Event description:
It was reported this peripherally inserted central catheter (PICC) was placed in 2001 for long term antibiotic administration. The pt experienced soreness of the arm and returned to the hospital about two weeks later, where examinaiton revealed the catheter had fractured. A cut down was performed to successfully retrieve the detached catheter segment. Another PICC was not placed as treatment was successfully completed with this unit. The patient's condition is good. This device was received evaluated and retained by this MFR. The engineering evaluation indicated the device was returned in two pieces. The proximal portion of the catheter measured 13.5 centimeters and clear foreign matter was located at the fracture site. The distal portion measured 46.6 centimeters in length. The fracture point appeared jagged, tapered and frayed. Since no difficulty was encountered accessing this device prior to this incident, the company believes initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, the company is unable to determine the exact cause for this event. The company's directions for use outline appropriate placement, access and maintenance procedures.